Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('mid-cycle pelvic pain') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy ( for polyp) in 2018. No significant medical history. Concurrent conditions included overweight. Family history included oropharyngeal cancer (cancer ent - ear, nose throat (father)). In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea at 5/10"), dyspareunia ("deep dyspareunia"), endometrial hypertrophy ("recurring endometrial hypertrophy/ pseudo-polypoid endometrium"), iron deficiency ("iron deficiency with normal haemoglobin level"), neuralgia ("neuralgia in the left upper extremity"), emotional disorder ("increased emotionality") and memory impairment ("memory problems"). The patient was treated with antispasmodics and surgery (total hysterectomy with bilateral salpingectomy to remove essure by coelioscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, endometrial hypertrophy, iron deficiency, neuralgia, emotional disorder and memory impairment outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, emotional disorder, endometrial hypertrophy, iron deficiency, memory impairment, menorrhagia, neuralgia and pelvic pain to be related to essure. The reporter commented: essure was removed for medical reasons, in the context of recurring endometrial hypertrophy. The causality of essure for the events was considered probable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of ovulation pain ('mid-cycle pelvic pain') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy ( for polyp) in 2018. No significant medical history. Concurrent conditions included overweight. Family history included oropharyngeal cancer (cancer ent - ear, nose throat (father)). In 2016, the patient had essure inserted. On an unknown date, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea at 5/10"), dyspareunia ("deep dyspareunia"), endometrial hypertrophy ("recurring endometrial hypertrophy/ pseudo-polypoid endometrium"), iron deficiency ("iron deficiency with normal haemoglobin level"), neuralgia ("neuralgia in the left upper extremity"), emotional disorder ("increased emotionality") and memory impairment ("memory problems"). The patient was treated with antispasmodics and surgery (total hysterectomy with bilateral salpingectomy to remove essure by coelioscopy). Essure was removed on (B)(6) 2020. At the time of the report, the ovulation pain, menorrhagia, dysmenorrhoea, dyspareunia, endometrial hypertrophy, iron deficiency, neuralgia, emotional disorder and memory impairment outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, emotional disorder, endometrial hypertrophy, iron deficiency, memory impairment, menorrhagia, neuralgia and ovulation pain to be related to essure. The reporter commented: essure was removed for medical reasons, in the context of recurring endometrial hypertrophy. The causality of essure for the events was considered probable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 1-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist, and describes the occurrence of ovulation pain ('mid-cycle pelvic pain'). In a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: hysteroscopy ( for polyp) in 2018. No significant medical history. Concurrent conditions included: overweight. Family history included: oropharyngeal cancer (cancer ent - ear, nose throat (father)). On 2016, the patient had essure inserted. On an unknown date, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea at (B)(6)"), dyspareunia ("deep dyspareunia"), endometrial hypertrophy ("recurring endometrial hypertrophy/ pseudo-polypoid endometrium"), iron deficiency ("iron deficiency with normal haemoglobin level"), neuralgia ("neuralgia in the left upper extremity"), emotional disorder ("increased emotionality") and memory impairment ("memory problems"). The patient was treated with antispasmodics and surgery (total hysterectomy, with bilateral salpingectomy to remove essure by coelioscopy). Essure was removed on (B)(6) 2020. At the time of the report, the ovulation pain, menorrhagia, dysmenorrhoea, dyspareunia, endometrial hypertrophy, iron deficiency, neuralgia, emotional disorder and memory impairment outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, emotional disorder, endometrial hypertrophy, iron deficiency, memory impairment, menorrhagia, neuralgia and ovulation pain to be related to essure. The reporter commented: essure was removed for medical reasons, in the context of recurring endometrial hypertrophy. The causality of essure for the events was considered probable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 28.1 kg/sqm. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('mid-cycle pelvic pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hysteroscopy (for polyp) in 2018. No significant medical history. Concurrent conditions included overweight. Family history included oropharyngeal cancer (cancer ent, ear, nose throat (father)). In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea at 5/10"), dyspareunia ("deep dyspareunia"), endometrial hypertrophy ("recurring endometrial hypertrophy/ pseudo-polypoid endometrium"), iron deficiency ("iron deficiency with normal haemoglobin level"), neuralgia ("neuralgia in the left upper extremity"), emotional disorder ("increased emotionality") and memory impairment ("memory problems"). The patient was treated with antispasmodics and surgery (total hysterectomy with bilateral salpingectomy to remove essure by coelioscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, endometrial hypertrophy, iron deficiency, neuralgia, emotional disorder and memory impairment outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, emotional disorder, endometrial hypertrophy, iron deficiency, memory impairment, menorrhagia, neuralgia and pelvic pain to be related to essure. The reporter commented: essure was removed for medical reasons, in the context of recurring endometrial hypertrophy. The causality of essure for the events was considered probable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.